Manufacturer narrative:
Other applicable components are: product ID: 3057, product type: screening device, product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was migration of the leads. The leads were held intact with tape. The cause of this was patient movement, probably during sleep and transferring from bed to standing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: trial lead. Product ID: 3057, product type: trial lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient¿s leads were hanging. No symptoms were reported. No further complications were reported/anticipated.